Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the cgm was displaying 18.0 mmol/l. The patient took insulin based on the cgm reading. It was reported that the patient passed out (it is unknown how long after the patient took insulin that this occurred) and woke up in the hospital the following morning. A bg value of 5.0 mmol/l was reported by the patient; however, they do not know at what point this value was taken. The patient was at the hospital for only over the night. Information about treatment at the hospital was not provided. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.